Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a puddle of fluid on the cart under the liberty select cycler. Patient was not receiving pd treatment when the fluid was observed. Patient believes this may have occurred more than once because it was difficult to remove the fluid because it was solidified. Patient does not recall any fluid leak events during previous treatments. A specific source of the leak or time in which it occurred is unknown. It was reported that all treatments have been completed with the cycler. Patient did report previously receiving patient line is blocked alarms on unknown dates, however, the alarms were resolved after changing body position. The patient was unable to see fluid in the cycler compartment but could hear fluid in the cycler when he moved it. A replacement cycler was issued and the patient was advised to discontinue use of the cycler and notify their peritoneal dialysis registered nurse (pdrn). The reported cycler was scheduled to be returned to the manufacturer for physical evaluation. Upon follow up, the patient reported that treatment was completed with the cycler prior to observing the puddle. The patient reported that there was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available to return for physical evaluation by the manufacturer. The reported cycler has been returned to the manufacturer for physical evaluation. The date of event is unknown, therefore, the event date will be captured as (B)(6) 2020.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: device evaluation (inadvertently omitted) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.